Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, leakage was reported from the homechoice cassette, which is known to cause this alarm. The cause of the leakage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm followed by a system error 2367 (a protective end therapy alarm). This occurred during dwell phase 1 of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was leakage from the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted to power cycle the device and end the therapy session. The patient will renew the setup with new supplies. The patient¿s pd clinician was informed of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.